Manufacturer narrative:
Batch review performed on 20 january 2021: lot 147260: (B)(4) items manufactured and released on 14-jan-2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar events have been reported since 2017.

Event description:
Revision surgery due to instability, 2 years after the primary. The cause of instability is unknown. The surgeon revised the 14 mm insert with 17 mm insert and the surgery was completed successfully.